Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was leaking around the cartridge. There was no reported impact to blood glucose. Customer declined to provide further information and declined tandem technical support's offer to follow up.